Event description:
During a spinal fusion surgery, two packs of this product (granule type) were implanted in the 11th and 12th thoracic vertebrae. Afterwards, from the postoperative examination, it became clear that this product protruded from a pedicle into the spinal canal. About two weeks after the surgery, with the complaints of pain (neuralgia) and numbness, the pt underwent a reoperation, the protrusion of this product was removed. The pain (neuralgia) and numbness subsided, and the pt made a recovery. This product protruded from the pedicle that had been broken by a screw when the rod was tightened.

Manufacturer narrative:
The device (referenced in this report) was not returned to olympus terumo biomaterials corp for evaluation. The device history record was reviewed, and no irregularities were noted. This failure would be prevented if the surgeon had implanted this product while carefully checking the recipient site. This report is being submitted as a medical device report is an abundance of caution.